Manufacturer narrative:
(B)(4). Batch # n5790n. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: as the registrar working with the surgeon had questioned during the firing that he did not hear a crunch, after the case, the surgeon attempted to refire the device to which this time there was a crunch, and the washer had then broken, which it had not done during firing in the case. The surgeon is 100% convinced he fully engaged the stapler. He held the device down for 15 seconds (and he claimed plastic to plastic) after firing the device. It was reported that on day two, there was evidence of a disrupted staple line. For clarification, does this mean that staples were missing from the staple line? It was noted from a scope that there was a 5 mm opening in the anastomosis. The patient was scoped as bile was found in the patients drain, indicating an anastomotic failure what was the shape of the staples (b-formation, irregular, legs straight)? The patient was last night readmitted to theatre to repair the anastomosis. Once opening the patient, the anastomosis separated at this point, whereby anteriorly the staples appear to be b shaped, however the lateral and posterior ¾ of the anastomosis they are still u shaped. How was it discovered that the staple line was disrupted? Scope initially, not readmission to theatre has confirmed this. It was reported that the patient is being managed conservatively, please provide details as to what this means. The patient was being closely monitored, however has now been readmitted to theatre last night. Please describe an interventions required to address the reported staple line disruption. I believe sutured last night upon readmission but this is not certain. What is the current patient status? The patient is stable, but the surgeon has indicated the patient is looking at a 6 month stay in hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The additional information received on 02/21/2017 is talking of ¿the patient was scoped as bile was found in the patients drain¿. Please confirm the procedure and the finding of the bile. Did the patient suffer from reflux/return flow prior to the surgery?

Event description:
It was reported that during an esophagectomy on the 8th and to complete the anastomosis , the doctor used the stapler. The surgical team had concerns as to whether the stapler completely fired although there were two good donuts and there was an intact staple ring. Unfortunately on day two, there is evidence of a disrupted staple line (5mm). Fortunately, the patient is well and being managed conservatively. The surgeon has described disruption of the anastomosis at day two is a technical issue and is assuming it¿s the incomplete firing of the stapler.

Manufacturer narrative:
(B)(4). Additional information was received: detailed report received from the healthcare professional: the patient underwent a subtotal oesophagectomy on (B)(6) and returned to the o.r. On (B)(6) due to hypoxia and history of pulmonary embolism, patient underwent a ctpa. This demonstrated a suspicion of a defect in the anastomotic ring and a right sided pneumothorax. This along with slightly turbid fluid in the chest drain prompted an endoscopy ¿ defect in medial aspect of anastomosis (approx. 5mm) was found. Anastomosis did not appear ischemic. Pneumothorax likely related to discontinuity in anastomosis ¿ decompressed with new chest drain. The patient continued to drain bile stained fluid and on (B)(6) returned to the theatre re-thoracotomy, lavage and insertion of t-tube. At this time, a major disruption to the posterior aspect ((B)(6)) of anastomosis and therefore, decision to disconnect gastric conduit from proximal oesophagus. The patient was unstable / unwell and decision to perform a cervical oesophagostomy which was carried out on (B)(6).